Manufacturer narrative:
Evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. Kinks were evident along the hypotube. The device returned with a break on the distal shaft approx. 5.9cm distal to the guidewire entry port. The distal shaft material was smooth and even on both sides of the break site suggesting the device had been cut. The balloon returned partially inflated, with traces of residue present inside the balloon. The distal shaft was kinked and deformed. Stretching and necking was evident to the proximal balloon bond. Deflation testing could not be performed. Com:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora rx balloon catheter to treat a lesion located in the mid left anterior descending (lad) artery . The lesion was reported to be mildly tortuous and mildly calcified with 75% stenosis. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. No issues removing the packaging sheath or stylette. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. It was reported that during the first balloon inflation at 8 atm , inflation difficulties and deflation difficulties at the lesion site were experienced. The reporter noted that they 'exchanged out indeflator and pulled negative with no effect. Then took a 60cc syringe and pulled negative and the balloon slightly deflated but not completely'. When it was determined the balloon was not completely deflating - the physician pulled the partially deflated balloon back in to the guide catheter and removed the entire system (guide - balloon and wire) through the sheath. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force was used during delivery. The device was not moved or repositioned in the lesion. The same indeflator was not used with other device pre and post the difficulties noted. The issue that the device could not expand fully in the lesion was not due the vessel morphology or pressure applied. 50/50 contrast/ saline used by the physician. A different euphora 2.5 x 12mm balloon was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.